Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that last capture was 0.8v, but auto capture was at 3.5v. Loss of capture was noted on 12 lead. There is no mention of a lead revision.